Manufacturer narrative:
(B)(4). Concomitant medical products: m2a-magnum mod hd sz 58mm # item 157458 lot 832880, m2a-magnum pf cup 64odx58id # item us157864 lot 792860, taperloc por red/lat 17.5x155 # item 13-103209 lot 479640. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02175. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was being revised approximately seven years post initial surgery due to pain. During revision, the femoral head could not be disassociated from the stem with noted trunnionosis.

Manufacturer narrative:
Reported event was confirmed by review of revision op notes. Revision op notes were reviewed and patient was revised due to complications of pain and elevated ion levels. During the revision surgery it was identified stem was unable to disengage from the taper. An osteotomy was done to remove the stem. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.